Event description:
Philips received a complaint by the customer on the v60 indicating that the pressure sensor auto zero failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the pressure sensor auto zero failed. The remote service engineer (rse) provided the customer with the part numbers of the data acquisition (da) printed circuit board assembly (pcba) and solenoid valves to order and replace. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.